Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that cable assemble and interface panel were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable assembly has been received by the manufacturer for evaluation but the results are not available yet. The suspect interface panel has not been received by the manufacture for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system would randomly go in and out of e-stop during various stage of usage. There was no patient present at the time of the issue.

Manufacturer narrative:
The cable assembly was returned to the manufacturer for analysis. Cables were tested with a multimeter and perform visual inspection on connectors. The assembly passed both continuity test and visual inspection. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.